Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During an index procedure two resolute onyx des stent were implanted in the lad. Approximately 32 months later the patient was admitted to (B)(6) with stroke symptoms. Right side was down. Patient was numb, walks with walker, she's was more forgetful and vision was weaker. Speech was progressing along with right side of face numb. Patient was on medication. The patient was treated with hospitalization. The patient is recovering. The investigator and the sponsor assessed the event as not related to the antiplatelet medication or the device.